Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the discovered damages is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the receipt and inspection of the returned device, it was discovered that exposed threads on the bending section cover were present on the device in the form of corrosion of the bending section. There was no patient involvement.